Event description:
Reported as a port infection, cause unk. The infection was noticed 5 months after surgery.

Manufacturer narrative:
Taper ii medwatch sent to FDA on: 03/12/2008. The prod associated with this report has not yet been returned. Based upon the implant date and serial number provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the prod for analysis. Visual examination may confirm or determine another connector type associated with this report. Infection is a urgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.